Event description:
The customer received a questionable calcium result for one patient sample. This event occurred on either analyzer serial number (B)(4). Clarification has been requested. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 1.58 mmol/l and was released to care unit. The doctor phoned because the result was a panic value. The original sample tube was repeated twice with results of 2.38 mmol/l. There was no adverse effect for the patient. The calcium reagent lot number was 673165. The expiration date was requested, but not provided. Evaluation of the provided calibration data did not indicate a general reagent issue. The analyzer was disconnected and removed from the laboratory. Therefore no investigation of the analyzer could be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred in (B)(6).